Event description:
The customer reported the system is displaying an overload error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, but the customer refused repair. (B) (4).